Event description:
It was reported that the patient, with a sling device, underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted due to recurring incontinence. No patient complications were reported.

Manufacturer narrative:
Based on the information available, the product analysis of the sling device was unable to be performed because the device was not returned to boston scientific. The reported recurring incontinence is documented as an adverse event and harm in the instructions for use and hazard analysis. Although the cause of the event was not established, review of the labeling documentation did confirm there was no evidence the device was handled improperly, and the events are documented as adverse events of the surgical implant of the device. The risk and labelling review did find that the reported adverse event is a known inherent risk with the sling device.

Event description:
It was reported that the patient, with a sling device, underwent a surgical procedure to have an artificial urinary sphincter (aus) implanted due to recurring incontinence. No patient complications were reported.